Manufacturer narrative:
Although it is unknown which of the products caused or contributed to the reported event, we are filling this MDR for notification purpose. Multiple products were used in the event which are as follows: part# , lot# , qty , similar product , 510k# , upn. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient presented with cervical spondylotic radiculopathy and underwent laminoplasty at c3-7. Post-op, paralysis at c5 was developed and gradually worsened without any improvement. The patient could not raise her left shoulder. The implanted plate was removed to open up the intervertebral foramen. Removal and decompressions were also performed. Hospitalization was necessary due to removal implant and decompression procedure.